Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined. As there has been no confirmed design defect, manufacturing issue, or inadequacy in the labeling, IFU, or training leading to the complaint, edwards will continue to review of all reported events and perform trend analysis on a monthly basis. If action is required based on the determined control limits, appropriate investigation will be performed. No corrective or preventative actions are required at this time.

Event description:
It was reported via the implant patient registry that this 23 mm valve was explanted after an implant duration of four (4) months and ten (10) days for unknown reason. A 21 mm valve was implanted in replacement. No other information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Through further investigation, it was learned that the subject device was removed form the patient due to prophylactic reasons. Initially, the patient underwent aortic valve replacement with the subject device and mitral valve replacement with a non-edwards bioprosthetic valve. Four months post-surgery, the patient developed thrombus in the mitral non-edwards valve which required surgical intervention. During the redo mitral valve replacement intervention, the subject device was noted to be perfect. However, the surgical team were concern of a potential endocarditis, they elected to remove the subject device. Another edwards valve was successfully implanted in the aortic position. The patient was discharged home and doing well. A manufacturing non-conformance was not identified. There was no indication or allegation of a device malfunction contributing to the event. Edwards will continue to review and monitor all events through the use of edwards quality systems. No further corrective or preventative actions are required at this time.